Event description:
Patient reported a left side rupture and capsular contracture, baker grade iii. Healthcare professional reported and confirmed a right side rupture and a bilateral capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis noted crease fold, deformation, white particles in surface of the shell and weight to the spec. No openings observed in the device. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
Patient reported a left side rupture and capsular contracture, baker grade iii. Healthcare professional reported and confirmed a right side rupture and a bilateral capsular contracture baker grade IV. Device remains implanted.